Event description:
An approximate 2 cm piece of the outer hydrophilic coating of a boston scientific v-18 control wire, model v18/8/150, separated and migrated to a terminal branch of the right pulmonary artery. The length and dimension of the wire that embolized was minute and required no intervention as it couldn't embolize further but could have resulted in the need for add'l intervention had the circumstances been different.